Event description:
Information received from the field does not address the patient's clinical status but notes that the device was in back-up vvi mode and a software download was not successful. After the download attempt, interrogation was not possible. Further attempts to perform a download were unsuccessful.

Event description:
It was reported that the ivc filter fractured. Allegedly, the fractured portions migrated to the pt's vital organs.

Manufacturer narrative:
Final analysis found the device to exhibit back-up mode. The product code could not be downloaded due to battery voltage at eol. After replacing the battery, the device functioned normally.